Event description:
Reportedly, device explanted after an implant duration of approximately 12.5 months due to vegetation and stenosis. Source of vegetation (or calcified tissue) is unknown. Pt has a history of endocarditis, but the results came back negative. Device was sent to pathology and then turned over to sales rep today. No other information available at this time. Please note that duplicate complaint was closed. Device discarded due to operative report indicates aortic insufficiency, and coronary artery disease with endocarditis of a bioprosthesis.

Manufacturer narrative:
The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, and device was returned for evaluation, however, the device discarded due to operative report indicates aortic insufficiency and coronary artery disease with endocarditis of a bioprosthesis.